Manufacturer narrative:
The pipeline flex shield and phenom 27 catheter were returned for analysis. The pushwire was returned stuck within phenom 27 catheter. The pushwire was protruding from the hub. No bend found on the pipeline flex with pusher. The distal hypotube appeared to be stretched. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal end of the pipeline flex shield was found not fully opened due to damaged braid. The proximal end of the pipeline flex shield was found fully opened and moderately frayed. No damages or irregularities were found with the phenom-27 catheter distal tip/marker band and body. No flash or voids molded were observed in the hub. No other anomalies were observed. The total and usable lengths of the cat heter were measured to be within specifications. The pipeline flex shield could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex shield and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of the pipeline flex shield braid was not opened due to damaged braid. However, the cause event cause and the cause for damage could not be determined. There was no non-conformance to specification that may have contributed to the failure to open issue. However, the phenom 27 catheter could not be confirmed to be kink/damaged. No defect was found with the returned catheter that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report for phenom catheter kink resulting in a pipeline deployment failure.  It was reported that the distal part of the pipeline could not be opened, due to microcatheter damage. There is no patient involved in this event. The pipeline was not used for an indication that is off-label.  The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.